Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer delivered too large of a bolus for the carbohydrates that were eaten. The customer's blood glucose (bg) level was 65 mg/dl and the bg level increased after eating carbohydrates.